Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka), while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with an insulin drip in the hospital and continued to wear the pod. The patient had been admitted to the hospital for about 24 hours at the time of reporting, and anticipated being discharged the following day. The patient also reported a diagnosis of food poisoning.